Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported tissue injury appears to be due to the stated challenging patient anatomy. Tissue injury is listed in the instructions for use as a known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Patient had very thin leaflets. One clip was inserted and successfully deployed. To further reduce mr, a second clip was inserted and successfully deployed. However, after grasping, it was observed that a slight perforation on the posterior leaflet had occurred. The physician stated there was still a good grasp of the leaflet; therefore, the clip was deployed successfully reducing mr to a grade of 2-3. There was no clinically significant delay in the procedure. No additional information was provided.